Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin net. Upon review, the pacemaker exhibited both oversensing and undersensing episodes. The undersensing was due to p waves occurring during the post-ventricular atrial blanking (pvab). The intermittent oversensing of physiologic signals in the atrial channel was suspected for the oversensing episodes. Programming changes were discussed but not made. There were no patient consequences.